Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the returned mainframe determined there was no beeping sound upon startup, the audio pcb failed, and the device had old software, however the complaint could not be verified on this device. Analysis of the returned patient interface confirmed the complaint; the patient interface pcb failed and a cable clip was broken. The devices were repaired and passed all specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that there was no stimulation response when on the nerve. It was noted that there was no patient incident. Additional information received from the customer indicated that they didn't believe the device was giving the correct response.